Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the tined lead found that a connector sleeve was broken off and stuck inside the connector port of the ins. The #0 and #1 conductors were broken at the connector weld site. The #2 conductor was broken at the electrode weld site (overstress/damage).

Manufacturer narrative:
Refer to manufacturer report #9614453-2016-04665 for information regarding the reason for the replacement procedure. The main component of the system and other applicable components are: product ID: 3889, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported that during an implantable neurostimulator (ins) replacement procedure, the existing tined lead could not be inserted into the new ins. The surgeon tried several times to insert the lead, but it could not be shifted deep enough. When attempting to withdraw the lead to clean it, the lead burst. Due to it being damaged, the lead was explanted during the procedure. The new ins was not implanted and the surgeon intended to schedule an appointment with the patient to discuss a new implant of a complete system.

Manufacturer narrative:
Correction: ins serial number updated.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.